Event description:
According to the reporter, during a hemorrhoidectomy procedure, when firing, the handle felt much harder than previous experience. As a result, the specimen cutting was not functioning. They replaced it with another device to resolved the issue and complete the surgery. The patient is alive with no injury.